Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the overlay tubing of the lead became extrinsically distorted due to kinking/buckling. The overlay tubing of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated damage at implant. While the lead will pass through a 9 french introducer, the overlay tubing is torn and buckled towards the distal end of the lead. This suggests the lead was withdrawn from a safe sheath or hemostasis valve. Safe sheath introducers are designed to have a lead inserted into the hemostasis valve, then slit off. They are not designed to have a lead withdrawn from the hemostasis valve. Should an issue occur, the lead and introducer should be withdrawn together.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the physician saw that the lead's insulation was folded in a way that did not allow the lead to fit through a specific introducer. The lead was replaced. No patient complications have been reported as a result of this event.